Event description:
The customer stated that she was hospitalized, due to diabetic ketoacidosis. The customer's blood glucose reading at the time of the report was 355 mg/dl. The customer complained of the batteries lasting less than one week in the insulin pump. The customer also stated that the insulin pump alarmed failed battery test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.